Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, after a tka surgery was performed, the patient experienced instability. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a jrny ii bcs xlpe art isrt sz 3-4-rt 9mm was removed. Patient's current health status is good.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the increase in insert thickness from a 9mm to an 18mm thickness is possibly related to ligamentous laxity over the 4 year period, but external factors such as trauma cannot not be ruled out as a contributing factors to the laxity and the reported revision. Patient impact beyond the reported instability, subsequent revision, and extended surgical delay >30 minutes cannot be determined. The reported delay is likely related to not having the correct devices as a backup on hand for the procedure and not related to a failure of the device or the revision complexity. No further medical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions, postoperative section that use extreme care in patient handling is needed and postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Patients should be directed to seek medical opinion before entering potentially adverse environments that could affect the performance of the implant. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include joint laxity, patient condition or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.